Manufacturer narrative:
The DHR was reviewed and there are no deviations or irregularities noted. Two available retain kits were inspected and packed as required. The vials were properly filled with ampoule, sleeve, and solution. A vial was crushed from each kit and no glass poked through the plastic. The issue was not confirmed.

Event description:
When trying to break the reagent vial prior to use (glass ampoule inside a plastic ampoule), it was reported that the glass poked through the plastic and cut the user's hand. There was a small cut that bled, which was treated by flushing with water. The injured area seemed to react to the chemicals in the reagents, and she ended up with swelling, bruising, and pain. The user went to urgent care at the end of the day and was prescribed an antibiotic, doxyclycline. It was confirmed that there was no glass stuck in the user's hand. It was reported that everything was fine and the antibiotic was a preventative "just in case" treatment for the irritation.